Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected na result was obtained from one patient sample using vitros na reagent on a vitros 5,1 fs chemistry system. A definitive assignable cause could not be determined. Although, historical vitros na lot 4226-1024-4816 quality control results were not provided, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na lot 4226-1024-4816. A vitros na within run precision test results were within ortho guidelines, therefore an analyzer related issue can be ruled out as the cause of the non-reproducible, higher than expected vitros na result. The difference of sample viscosities before and after centrifugation indicates an issue with the sample quality as the likely cause of the event. The customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation therefore, improper pre-analytical sample handling may have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) customer technical solutions center (tsc) to report a non-reproducible, higher than expected vitros chemistry products na slides results obtained from a patient sample using a vitros 5,1 fs chemistry system. Vitros na result 243.4 mmol/l versus the expected na result 127.6 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros na result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).